Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this event. Based on the information available, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique which was associated with pd treatment being performed with a pet cat in the room. Peritonitis is a well-known potential complication in pd patients and close contact with pets is a known risk factor for infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported a patient on peritoneal dialysis (pd) therapy had peritonitis. The pdrn stated that the patient¿s cat wanted to be around the patient while doing treatment. There were no reported issues with any fresenius device or product in relation to the event. Upon follow-up, the pd nurse reported that on (B)(6) 2020 the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. It was reported the patient was treated with ceftazidime and vancomycin intra-peritoneal (ip) on an outpatient basis. The nurse reported the peritonitis event was not related to any issues with fresenius device/product in relation to the event. According to the nurse, the peritonitis was associated with a breach in aseptic technique due to the patient¿s cat being in the room when the patient performs pd treatment. It was indicated the patient was re-educated on infection control procedures. Per the nurse, the patient recovered from the event and continues pd therapy with the same cycler without any issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.